Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date brand name vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported since implant, they had a hard time sitting - felt as though the ins might be moving around a bit in their body, and their back was still sore when they got the ins implanted. Patient also mentioned that sometimes it took them an extra bit to get the implant to charge, because they had to sit with pillows up against their back in a particular way (agent understood due to the internal positioning of ins). Patient said they had a problem sometimes where they would have to keep retrying to get the recharger to connect and it was frustrating. Patient also mentioned they suspected that the leads weren't all the way up into their neck and shoulders where they were supposed to go because therapy didn't work for those areas like it should. Patient noted they had been reprogrammed before because the implant wasn't quite working and they were getting tingling in their arms and thought they may need that again. The patient was redirected to their healthcare provider to further address the issue and they said they have an appointment scheduled. Patient rattled off a lot of information and was hard for agent to follow at times; agent did their best to document what the patient shared.